Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they fell down a flight of stairs a couple years ago and after they did that it would no longer turn on or connect. The patient stated that they tried getting it to connect and they got it connected once and got it back on again which sent them into the floor screaming because it was incredibly painful and they felt that the leads had somehow left it in the proper spot and that's why it was doing that to them. The patient mentioned that they wanted to do an MRI but because their device was so old they could not do a MRI so they just decided to replace the machine the other night. The patient was redirected to their healthcare provider to further address the issue. The patient reported their old device broke when they fell down a flight of stairs a couple yeas ago and they got it replaced.